Event description:
It was reported that the device turned off by itself during use on a patient. The device was immediately turned back on. It was reported that the patient´s oxygen saturation temporary dropped but quickly recovered. The patient passed away later that night. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was examined onsite by the dräger service. The log file was secured for further analysis. The analysis of the log file confirmed that the device performed a single restart. The root cause for the restart could not be determined. The log file analysis found no indication for a device malfunction. The device was tested by the dräger service and confirmed to be operating as per manufacturer¿s specification. The functional safety of the evita 4 consists in controlled and monitored patient ventilation with user-defined settings for the monitoring functions. In the event that the device stopped ventilating, audible alarms and visual messages would be activated informing the user of the status of the device. The safety-breathing valve would open allowing for spontaneous breathing. The device reacted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.